Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned the stent delivery system (sds) revealed that the stent implant was dislodged (not returned), confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. A conclusive cause for the reported difficulties could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for stent dislodgement for this lot. All stent delivery systems are visually inspected online for stent placement. A sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during preparation of the multi-link 8 stent system, the stent dislodged from the balloon when the protective sheath was removed from the stent. The device was not used and there was no patient involvement. A new multi-link 8 stent system was used successfully. There was no significant clinical delay in the procedure. Though requested, no additional information has been provided.